Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, instrument did not open easily. The device stapled completely but did not cut completely. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further information is available.